Event description:
A simplygo device was returned to a third-party service center with initial alleged complaint of device having low o2. During evaluation, the service center found that the pca is burnt. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation.